Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered for left ventricular (lv) lead impedance out of range at greater than 3000 ohms. A lead revision yielded that the set screw was not completely tightened down. The set screw was then tightened and the issue was resolved. The lv lead and ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013; 4296, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.